Manufacturer narrative:
Planning and manufacture of the guide were investigated but did not show discrepancies or deviations. According to the planning there was a distance of ca. 2mm to the sinus, which seems to be sufficient for a safe osteotomy. Additional information states that the implant moved into the sinus during insertion of the implant. Measurements on the implant did not offer deviations from spec. The customer reported that the bone was extremely soft which might have been the reason for the dislocation of the implant during insertion. Because a serious injury resulted, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a clinician used a simplant safe guide to create the osteotomy for a dental implant on tooth position 16 using the astra tech ev guided surgery kit. During surgery the sinus was perforated and the implant disappeared into the sinus. The implant was removed in a subsequent surgery and it was reported that the patient is not suffering from any permanent harm.

Manufacturer narrative:
The device was evaluated and found to be within specification.